Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had a motor error and a no delivery alarm on the insulin pump. Customer stated that the motor error alarm occurred during prime. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.